Event description:
It was reported that this female peritoneal dialysis (pd) patient was admitted to the hospital for a pd related issue and was to have the pd catheter (not a fresenius product) removed. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on 01/dec/2022 with a diagnosis of peritonitis after presenting with abdominal pain and an inability to drain. A pd effluent culture was not obtained due to the pd catheter being unable to drain. The pd catheter was removed on 03/dec/2022. The patient was initiated on hemodialysis via arteriovenous fistula (avf) while in the hospital. The patient will continue with hd upon discharge. The hospital has not sent the patient¿s hospital records to the clinic; therefore, no further information was available. The patient remains hospitalized. The patient¿s hospitalization was not related to any fresenius device(s) or product(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the patient event and use of the liberty select cycler and liberty cycler set. The patient information is limited due no culture results or official cause of peritonitis, but the pdrn stated that the event is not related to any fresenius device or product. The patient¿s pd catheter was not functioning and required to be removed. Outflow failure, incomplete recovery of instilled dialysate, occurs in 5 to 20 percent of patients and can be due to catheter kinking, occlusion (by omentum or adhesions), or catheter malposition. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was admitted to the hospital for a pd related issue and was to have the pd catheter (not a fresenius product) removed. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis after presenting with abdominal pain and an inability to drain. A pd effluent culture was not obtained due to the pd catheter being unable to drain. The pd catheter was removed on (B)(6) 2022. The patient was initiated on hemodialysis via arteriovenous fistula (avf) while in the hospital. The patient will continue with hd upon discharge. The hospital has not sent the patient¿s hospital records to the clinic; therefore, no further information was available. The patient remains hospitalized. The patient¿s hospitalization was not related to any fresenius device(s) or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.